Manufacturer narrative:
Findings: unable to verify manufacture mode due to critical pump error (open book image). Pump received with pump error and pump error found in the long trace history and critical pump error (open book image) due to moisture damage on the electronic assembly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading is 142 mg/dl. Troubleshooting was performed. Customer said the insulin pump had red x with something under it with an arrow pointing to a book with a question mark. The insulin alarmed when the customer woke up. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.